Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. A report was received through the tandem customer technical support team regarding inaccurate cgm values. At the time of the event, the patient was using a tandem t:slim x2 insulin pump. The report contained limited information, as the sensor insertion date, sensor location, and specific event details were not provided. No bg fingerstick values, cgm readings, symptoms, or treatment information were included in the report. The only event detail provided was the date, (B)(6) 2025, along with the statement that ¿the sensor inaccuracy led them to being hospitalized.¿ due diligence could not be performed because the reporter did not provide contact information or an email address, preventing follow-up for clarification or additional detail. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.